Event description:
This male patient with a history of hypertension, lipid metabolism abnormality and smoking was admitted for acute mi and was taken for emergent angiography, which revealed a 20mm, de-novo, concentric, bifurcated, type b2 lesion in the mid left anterior descending artery. Heparin was administered. Pre-dilatation was conducted with a balloon (3.0/20mm) at 8atm for 30 seconds. Cypher (3.0/23mm) was implanted at 12atm for 45 seconds. Post-dilatation was conducted with a balloon (3.0/25mm: cypher sds) at 18atm for 30 seconds. Ivus was not conducted. The residual % of stenosis was 0%. Timi flow before the procedure was 3 and 3 after the procedure. Act was not measured. The pt was discharged with orders for daily administration of aspirin, ticlid (3 months duration), and nicorandil. Ticlid was discontinued after three months per physician's orders.

Manufacturer narrative:
Twenty months post index procedure, the pt was brought to the hospital as an emergency. St elevation was confirmed. Angiography and intravascular ultrasound (ivus) were conducted and thrombus was observed within the cypher stent in the mid-lad. To treat the thrombus, aspiration thrombectomy and balloon angioplasty were conducted. A bare metal stent was implanted within the cypher stent. The pt was discharged from the hospital in stable condition. Physician's comment: the possible cause of the thrombotic event was because ticlopidine hydrochloride was stopped. Add'l info will be submitted within 30 days of receipt. This cypher product is not distributed in the us; however, it is similar to us distributed cypher product.